Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The device has been investigated by a field service technician and it has been determined that the safety system board is defective. The board will be replaced and the defective board has been requested for further investigation. Thus, the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
It has been reported that the device showed the error "safety-s" during priming/setup. Error leads to a pump stop. No patient involved. (B)(4).

Event description:
Internal reference: (B)(4) / onesupport (B)(4).

Manufacturer narrative:
According to the investigation report no. (B)(4). Dated 2020-03-19, the following was performed in life cycle engineering (lce): the device under testing (dut) was visually inspected. No damages or missing components were detected. Functional tests were performed. The reported failure safety-s error could not be reproduced. There are several most possible root causes that could have led to the described error. The safety system board itself is defective and cannot correctly detect or process the incoming signals. The error occurs during transmission of the signals via the control board to the safety system board ("cold" solder point, defective optocoppler). This causes that the safety system board receives no or incorrect data and therefore triggers the error message. One of the functions of the pump is actually disturbed (e.g. Wrong direction of rotation) and the control system does not recognize this signal in time. The reported failure "safety-s" error cannot be confirmed. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional or corrections will be implemented in case of adverse trending.